Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site after loosing significant amount of weight. As a result, the entire scs system was explanted.